Manufacturer narrative:
No product or event logs were received, however a video was received which shows two pump modules with disposable sets installed. Attached to the upper smartsite port of each set is a secondary set. Both primary set fluid bags appear to be overfilled. Both devices are scrolling ¿infusion complete" with no audio alarm which likely indicates that both infusions were programmed as delayed start infusions with no callback alarm programmed for after completion. It cannot be determined from the video if drops are forming in the drip chambers. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported after an unspecified intermittent antibiotic infusion with two pump modules, the screen showed ¿infusion complete¿ for both modules, and one drip chamber showed some drips flowing in a video provided by the customer. The pump module was set to deliver the entire antibiotic, including the flush bag which was programmed to infuse at the antibiotic¿s rate. The infusion did not alarm when expected. No alarm was heard, and thus the nurse was unaware the infusion had completed. The patient received an extra hour¿s worth of fluid. No patient harm was reported. The tubing was not sequestered, and the event devices were sent to biomed for evaluation. The internal hospital biomed was not able to duplicate the event, and found no issues with the devices.